Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 450 mg/dl. Customer got high blood glucose after infusion set change. Customer also reported that, the cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.